Event description:
Customer reportedly obtained results of 246 mg/dl and 91 mg/dl on the compact plus system within 10 minutes. Customer ate after obtaining these results. No adverse event reported. Requested return of suspect system and replacement was sent.